Manufacturer narrative:
The device passed displacement test, sleep current measurement, active current measurement and selftest. Pump trace download analysis confirmed the pump alarmed replace battery now alarms. The power management tool confirmed replace battery now alarms due to non-sleep anomaly software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that repeated issues when changing batteries that insulin pump continues to alert replace battery now even after he had inserted new batteries. Customer had already tried with a new battery cap. The blood glucose level was 7.0 mmol/l. The insulin pump will be returned for analysis.